Event description:
It was reported that the patient was admitted into the hospital due to recurrent dislocation. On (B)(6) 2010, the patient had a right hip dislocation - with 45 degrees of internal rotation, the hip dislocated at 90 degrees of flexion. The patient underwent a closed reduction procedure. On (B)(6) 2010, the patient had revision surgery due to the right hip being unstable and dislocated.